Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. The device has not yet been returned to a manufacturer's service center, but evaluation is anticipated. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, and no error codes shown on log for unit to be recommended for repair. However, the customer's complaint was confirmed as the device diagnostic failed on repeated attempt. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The device passed final testing.